Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that during a chemotherapeutic infusion there was a kink in the tubing below the drip chamber that had a hole where the medication was leaking out. There was no report of patient harm.